Manufacturer narrative:
Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08750 inches. Device was monitored for 4 days. No blank display noted. Device had a dark spot on the lcd glass, high sleep current measurement, unexpected pump error 23, error 49 and error 68 after battery change, error 75 during self test and an unexpected pump error 25 due to severely corroded electronic assembly. Device had corroded force sensor. Device uploaded properly using carelink. Device had cracked case at the corner of the belt clip rail near the battery compartment, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on unknown date with the blood glucose of 24 mmol/l. The customer was treated with the intravenous insulin and fluids. The customer declined the high blood glucose troubleshooting. It was stated that the insulin pump stopped functioning and they noticed that there was a crack on the insulin pump from the battery compartment down to the back side of the belt clip side. The troubleshooting was performed for the damage. The insulin pump will be returned for analysis.